Manufacturer narrative:
There is no known patient involvement. The serial number has not been provided. This information will be provided in a supplemental report if and when made available. Recall number: livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication, the customer provided the lab report confirming the presence of mycobacterium chimaera in the device, as well as mycobacterium mucogenicum. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera. There is no known patient involvement.